Event description:
Device 1 of 2; reference MFR. Report: 1627487-2019-02339.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-02339. It was reported the patient went to emergency room for pain and pocket heating at ipg site (also see related MFR. Report#: 1627487-2019-02314). The physician ordered a MRI. The patient was unable to set ipg to MRI mode. As a result, the system was explanted.